Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent graft deployment procedure on a popliteal aneurysm, the vascular stent graft allegedly partially deployed approximately 3 cm. Reportedly, the vascular stent graft and delivery system were removed and the healthcare provider decided to use three vascular stent grafts to complete the procedure as the desired length was out of stock.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. On the basis of the returned stent graft delivery system, the alleged deployment issue and the retraction issue could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated and the tuohy borst valve was found broken, which indicated that a high deployment force was present during the deployment attempt. In addition, struts perforated from the stent graft covering which indicated that retraction issues occurred. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if resistance is felt in passing the introducer sheath, the flexible deployment system should be removed together with the introducer sheath." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported indication represents an off label use of the device. The IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." (B)(4).

Event description:
It was reported that during a stent graft deployment procedure intended for a popliteal aneurysm with access through the femoral artery, the stent graft allegedly partially deployed. Reportedly, there were difficulties retracting the delivery system from the patient, therefore device was retracted as one unit. Furthermore, three smaller-sized devices were required to complete the procedure. There was no reported patient injury.